Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were inaccurate. Contact corrected the pump time and date. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
Corrected data: device code.